Event description:
Unacceptable pacing threshold identified during evaluation in pacer clinic. Patient underwent surgical intervention to replace the lead, which was tested and excessively high pacing thresholds confirmed. Pulse generator also replaced.